Manufacturer narrative:
(B)(4). Batch # r92v1h. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic esophagectomy, ¿remove instrument from patient¿ was displayed 4 hours after the procedure was started. After that, from oldest to newest, ¿clean blade¿, ¿active instrument outside patient to run test¿ and ¿replace instrument¿ were displayed. When the sales rep checked the device during the procedure, it was found that the coating peeled off and the silver metal appeared. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r92v1h. The device was returned with the blade scratched and cracked. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. During functional testing on a gen11, an alert screen was displayed. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.